Event description:
It was reported that the proximal end of the stent failed to open. After the device was advanced to the left common iliac artery using a contralateral approach, the stent was deployed. The distal portion of the stent opened, but the proximal part failed to open. After removal of the delivery system, the radiopaque marker appeared to be missing from the delivery catheter. No further medical intervention was performed as there was an improved pulse on the left side. The pt has been reported to be asymptomatic.

Manufacturer narrative:
Upon receipt of the sample the system was evaluated. It was found that the tip of the outer sheath including the marker band was missing. The stent had been released and was not included as the stent remains in the pt. In addition, two x-rays were received for evaluation. The x-rays show a stent placed in the left common iliac artery. The distal end of the stent is expanded to its preset diameter as shown by the radiopaque markers. The proximal end of the stent is not fully expanded. As the proximal end of the stent is not fully expanded it can be assumed that the separated marker band is around the proximal end and constricts the stent. However, as the marker band cannot be clearly identified on the x-rays, it cannot be determined that the marker band is the cause for the stent constriction. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. Based on the information received, the evaluation of the images and the examination of the sample, the root cause for the stent constriction could not be determined. Although the proximal end of the stent is not fully expanded the separated marker band can only be considered as a potential cause for the stent constriction as the marker band cannot be clearly identified on the x-rays provided. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p080007.